Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet with a dexcom g7 experienced prolonged high glucose, with the highest cgm reading of 401 mg/dl and a confirmatory glucometer value of 339 mg/dl over approximately five hours; the user performed an infusion set and supply change to an inset 23" on the abdomen and observed no leaks or kinks, did not eat before the rise, and noted glucose was trending down after a fingerstick, with the potential influence of a glp-1 medication (wegovy) unknown. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.